Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-00413. It was reported the patient is feeling residual stimulation after the system was deactivated. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-00413. Additional information received the system was explanted.